Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at the "end of (B)(6)". The patient manages her diabetes with metformin pills. The patient developed symptoms of "shaking, sweating and dizzy" one month after the issue occurred and consumed food or drink. During troubleshooting the cca noted that the meter powered on when prompted by pressing the power button and inserting a correct test strip. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event.